Manufacturer narrative:
(B)(4). Correction: required intervention. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received states that there is no stricture in the stent and that the noted stenosis was treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on 14-nov-2014, a 3.00 x 28 mm xience xpedition stent was implanted in the narrow, 99% stenosed, mid, right coronary artery (rca) and the patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient presented with chest tightness and was re-hospitalized. Coronary angiography showed 90% stenosis in the rca and posterior lateral artery (pla), and 80% stenosis in posterior descending artery (pda). The patient was discharged on (B)(6) 2017. On (B)(6) 2017, the patient presented with angina pectoris and was discharged after receiving fluid therapy. Per the physician, the events may be related to the device. No additional information provided.